Manufacturer narrative:
The thermogard was evaluated at the customer site. The customer reported complaint of the thermogard displayed tcmid: 09 (ce temp error) error message was not confirmed during the functional testing and in review of the archive data. The reported complaint was not replicated. The thermogard was tested functionally and passed with no issue or faults observed. Visual inspection was performed and found a screw at the bottom of the airtrap and it is unrelated to the reported complaint. It is unknown where the screw came from. Event log was reviewed and no tcmid:09 error message found on the event date on (B)(6) 2017 , however , air trap warnings error message was found and it is unrelated to the reported complaint. Additionally, airtrap was removed, checked for contamination and no issue was found. Functional testing was performed and the thermogard passed all the testing without any fault or error observed. The thermogard performed as intended and the console was placed back for service. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
It was reported during set up that the thermogard displayed tcmid: 09 (ce temp error) error message. According to the customer, they suspected that there was liquid in the air trap sensor. The console was requested for inspection. No patient involvement reported on this issue.